Event description:
It was reported that post-op day 5 of a laparoscopic low anterior resection, the pt developed a leak. On the day of the procedure, as the surgeon was closing down the stapler, he felt that the gear seemed to be slipping. It became very easy to tighten down the stapler, so he stopped. He looked at the connection between the anvil and the stapler and noticed that the anvil had come off. He had secured it and the orange was showing. He -re-approximated the anvil to the stapler, closed down and removed the safety trigger. Before firing, he wanted to get a new circular stapler. He removed the current stapler and re-inserted a new stapler and connected it to the previous anvil. The device was fired and everything functioned correctly. A leak test was performed and it was negative. A proctoscope was also performed and it looked okay. The pt was fine. However, 5 days post-op, the pt came into the ER sick. The surgeon discovered the pt had oozing on the posterior side of the staple line. The surgeon performed a laparotomy and the pt received a colostomy. Per the surgeon, the tissue was fine. It was not ischemic; it did not appear to be strictured. The pt is currently stable.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.